Event description:
A hospital in (B)(6) reported that an mr290hfv high frequency vented humidification chambers "cracked and was spraying water on the floor." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber was not returned to fisher & paykel healthcare for eval. Without the return of the complaint devices, we are unable to determine the root cause of the reported chamber crack. Fisher & paykel healthcare representatives have visited this hospital and discussed this complaint with staff members. Fisher & paykel healthcare continues to work with this hospital.